Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 180-199 mg/dl.